Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure, a 2.5 x 08 mm xience alpine stent was advancing when the stent dislodged. An unspecified balloon catheter was placed over the guide wire to deploy the stent in healthy tissue. Another unspecified stent was deployed in the target lesion to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received:the stent advanced to the target lesion with resistance due to the calcified lesion.